Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant, the lead dislodged. The patient was in atrial fibrillation (af) and was awaiting an atrioventricular node ablation. The physician chose not to reposition the lead, the lead was removed, and a pin plug was placed. No patient complications have been reported as a result of this event.